Event description:
Patient had bravo capsule inserted on (B)(6) 2025. Patient returned transmitter to facility on (B)(6) 2025. Upon attempting to upload transmitter thru the reflux software 6.1. The upload started and was able to achieve to 10% then the transmitter kept reading charge battery several times square button was pushed and upload continued and achieved about 43% before screen showing no data detected and plug in usb port which has been plugged.